Event description:
An aneurx stent graft system was implanted into a patient for endovascular treatment of 56 cm abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the stent graft was placed. However, upon final angiogram, there was a distal type I endoleak. It was reported the physician placed an iliac cuff. However, the distal type I endoleak was not resolved. The physician coiled and covered the right hypogastric artery. The physician will monitor the patient to see if the type I endoleak will resolve. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other, secondary intervention. Evaluation results/conclusions: inherent risk of procedure (endoleak) patient's condition affected effectiveness of device (the hypogastric arteries extended out of the iliac limbs high).